Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. Image review was documented in the medical records. Medical records were provided and reviewed. Approximately, nine years and five months of post-deployment, the patient was concerned about filter related complications and wished to remove the inferior vena cava filter. Review of computed tomography scan demonstrated that his inferior vena cava filter was tilted with the apex in contact with the caval wall and perforation of several filter legs through the inferior vena cava wall. On the next day, an inferior vena cava retrieval procedure was performed. Through right internal jugular vein, using ultrasound guidance, a bard recovery cone was advanced over an amplatz super stiff into the inferior vena cava and used to remove the filter. A recovery sheath and dsa imaging of abdomen was performed as a follow up venogram. The recovery cone sheath was removed and replaced with a short 10 fr sheath. A 5 fr bern was used with 10 mm snare to retained filter fragment. Spot film imaging of the filter showed the filter in normal position with significant tilt towards the patients right. Prior to manipulation, fluoroscopic examination of the filter showed it to have a distal shaft leg fracture. All 6 arms and the remaining 5 legs were intact. There was no evidence of thrombus in the inferior vena cava, inferior vena cava filter, or visualized proximal iliac veins on the initial inferior vena cava gram. The g2 filter was removed without incident leaving the distal leg fracture fragment behind. Interrogation of the inferior vena cava at this point as well as oblique caval contrast studies showed no intravascular portion of the fragment was available to retrieve endovascularly. The post filter removal cavogram demonstrated an otherwise normal inferior vena cava. On the same day, fluoroscopic examination of the device at the start of the venacavogram demonstrated a fracture of the distal portion of one of the filter legs. The fracture fragment remained in almost perfect alignment with the remainder of the leg. Despite the filter tilt, most of the filter was removed using conventional recovery cone technique. Interrogation of retained filter leg fragment using a snare as well as oblique cavography demonstrated that no portion of the fragment was intravascular to perform a retrieval. The physician also advised the patient to leave the fragment in place as open surgical technique would be of great risk. On the same day, an inferior vena cava filter specimen was received which is a 4.5×3.5×3.1 cm gray, white metallic piece of material consistent with inferior vena cava filter. It displays six short legs measuring 2.9 cm in length by 0.1 cm in diameter. It displays six long legs measuring approximately from 3.1 cm in length by 0.1 cm in diameter up to 3.6 cm in length by 0.1 cm in diameter. One long leg does not display a curved end and measures 3.1 cm in length by 0.1 cm in diameter. A small amount of pink, soft red tissue is identified. Therefore, the investigation is confirmed for filter limb detachment, filter tilt and perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: possible complications include, but are not limited to, the following: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition; filter tilt. H10: d4(expiry date: 11/2009). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a vena cava filter was deployed due to trauma with risk of deep vein thrombosis. Sometime post filter deployment diagnostic imaging demonstrated a tilted filter with some filter limb perforation of the inferior vena cava and one detached filter limb embedded in inferior vena cava wall. The vena cava filter percutaneously retrieved; however, the detached filter limb embedded in the inferior vena cava wall could not be retrieved. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was deployed for history of trauma. The limited medical records provided indicate the ivc was patent with good blood flow at the conclusion of the filter deployment. No other pertinent patient or medical information was provided. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged tilted filter, detached filter limb, and perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter malposition. - filter tilt. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information: it was reported that a vena cava filter was deployed due to trauma with risk of dvt. Sometime post filter deployment (date not provided) diagnostic imaging demonstrated a tilted filter with some filter limb perforation of the ivc and one detached filter limb embedded in ivc wall. The vena cava filter percutaneously retrieved; however, the detached filter limb embedded in the ivc wall could not be retrieved. There was no reported patient injury.